Event description:
As reported: "patient required revision surgery due to pain. Patient had screw removed".

Manufacturer narrative:
Please note correction to lot/serial #. Device was returned for evaluation but the reported event could not be confirmed with provided evidences. The received insert was fully seated into the tray with no insert/tray micro-motion observed. The curved polished surface was not damaged. Since a primary surgical report was provided, the opinion of a medical expert was sought and stated as following: "patients with baseplate screws protruding through the second cortex into the supra- or infraspinatus fossa have a higher risk of a suprascapular nerve injury. A common complaint of suprascapular neuropathy is a burning pain that radiates to the affected arm, neck, or back. To confirm such a diagnosis ideally electrodiagnostic evaluation must performed preoperatively and postoperatively to establish any relation between cortex perforation of the screw and suprascapular nerve (ssn) injury. Also, one would expect the neck pain to disappear after screw removal and then for the electrodiagnostic study to reveal healing of the nerve. Unfortunately, we do not have this information and we will not get that information anymore (since it is not there). So, therefore no conclusive assessment can be made in this individual case". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event (such as x-rays, electrodiagnostic evaluation . Must be available in order to determine clearly the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient required revision surgery due to pain. Patient had screw removed".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.